Event description:
A nurse reported that during an intraocular lens (iol) implant surgery a lens was implanted and removed. During the surgery, the pt experienced a posterior capsule tear and an enlarged incision. The surgery was completed with a different model lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with a handpiece; however, an unapproved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain info by phone, fax, and mail. A completed questionaire was not received. (B)(4).